Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe 10ml luer-lok¿ had leakage past the stopper when pressure was applied. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
One sample was returned in support of this complaint. The samples provided were submitted to validate dimensional tests and no non conformances were observed, thus it is not possible to confirm the root cause. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Bd was not able to confirm the incident in question. Investigation conclusion: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The samples provided by the customer were submitted to validate dimensional tests and no non-conformances were observed, thus it not possible confirm the root cause. Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: yes.

Event description:
It was reported that the bd plastipak syringe 10ml luer-lok had leakage past the stopper when pressure was applied. There was no report of exposure, serious injury or medical intervention.